Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had 3 strikes against her from over discharging the device 3 times. The pt received an end of service (eos) message. Prior to realizing the device was eos, a trickle charge was attempted. The pt was scheduled to visit her healthcare provider (hcp) to discuss a replacement with a non-rechargeable vs rechargeable or not reimplanting at all.